Event description:
It was reported that when using the bd pyxis¿ es server nurse was unable to get the correct medication in the patient's profile. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the correct medication was not appearing in the patient profile. A technical support specialist (tss) provided interface related feedback to the customer regarding the patient/order issue, noting that the customer did not use a traditional active directory/orders interface, resulting in a different workflow. The workflow difference explained the behavior observed. The customer granted permission to close the case, and the case was closed. The system functioned after the technical support specialist troubleshoot the device.